Event description:
I had gastrointestinal surgery and the surgeon used staples to reconnect the intestine. A week after the initial surgery, I developed a fever and had a massive abscess and infection that had developed at the inner connection site. The surgeon suggested it might have been a staple malfunction, as he hadn't had this particular problem for over 10 years. I ended up with a temporary ileostomy, drainage tube, and wound infection lengthening my hosp stay by over a month.